Event description:
It was reported that pt had a right total hip replacement. Head liner exchange due to infection.

Manufacturer narrative:
Catalog number and lot code of other device listed in this report: description: c-taper 28 posterior head, cat #06-2800, lot #mjnd5w. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. When the investigation is completed, the result will be provided on a supplemental report.